Event description:
It was reported that during a wedge resection procedure, after the first firing the device was difficult to open. The device was stuck on tissue however it was able to release with no tissue damage. The device cut and stapled properly. It was noticed while the tech was loading the second reload that the jaws were bent and the reload did not fit into the device. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. (B)(6).

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results that one ec60a device was returned with no visual non-conformances and with a reload pan found lodged inside the channel preventing additional cartridges to be loaded. In addition an unfired ecr60g reload was received. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with the returned and a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. The jaws were observed in good visual conditions. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.